Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out procedure; a lead fracture was noted on the right ventricular lead. The lead was capped and replaced. No patient symptoms or additional information was reported.